Event description:
It was reported that during the post procedure device interrogation, the pulse generator exhibited loss of pacing and the patient was in cardiopulmonary arrest. The device was restored immediately and the patient was admitted. Upon review of the electrocardiogram, it was noted that there was a diagnostic anomaly. The device was explanted and replaced with a competitor device. The patient was stable post procedure.